Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6) 2018. Since the procedure, the patient was unable to connect to ipg. Field representative performed troubleshooting and was able to recover the device. As a result, the patient was able to connect to ipg.